Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. The patient performs heavy labor on a regular basis and was directed by the physician to stop this from now on. The lead was successfully explanted and a new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was completed. The spiral fixation tip was normal with observation, with no signs of damage. The allegation of lead dislodgement could not be confirmed with analysis.